Event description:
Information was received based on review of a journal article titled, "two-stage revision tka is associated with high complication and failure rates", which aimed to report the results and complications of two-stage revision tka (total knee arthroplasty) for the treatment of periprosthetic joint infection (pji) and identify factors associated with failure using the maxim or vanguard, manufactured at biomet. Cobalt cement was also used in the patients for this study. The study retrospectively reviewed fifty-eight (58) where patients underwent two-stage revision tkas from 1998 to 2012 by a single surgeon. Failure was defined as persistent infection or reoperation after two-stage revision tka surgery. Failure occurred in 36%. The overall mortality was 22%. The mean time to reinfection was 26 months. Polymicrobial infection was associated with a higher risk of failure. Knees requiring soft tissue coverage were also at a greater risk of failure, as were knees that underwent four or more additional surgeries after the primary tka and prior to stage-one explantation. In conclusion, chronic total knee arthroplasty infection remains difficult to treat. Although two-stage revision is considered the gold standard, there remains an incomplete understanding of the factors associated with failure.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown brand name - unknown catalog number, lot number and expiration date - unknown date implanted - unknown date explanted - unknown initial reporter - the article was written by christopher e. Pelt, ray grijalva, lucas anderson, mike b. Anderson, jill erickson, and christopher l. Peters. Hindawi publishing corporation advances in orthopedics, vol 2014, article ID 659047, 7 pages. Manufacture date ¿ unknown it is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
(B)(4) this supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was determined in the initial review of this article that multiple events are listed in one complaint this complaint is reporting the 21 patient's revision due to infection. All other events will be reported in individual records which will be linked to this parent record.